Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for igg antibodies to toxoplasma gondii (toxo igg) on an e module analyzer. The sample initially resulted as 31.82 iu/ml (positive) and this value was reported outside of the laboratory. The physician did not believe the result, so the sample was repeated. The sample was repeated on the same analyzer, resulting as 23.65 iu/ml (positive). The sample was sent to another laboratory where it was tested on a vidas analyzer, resulting as "negative." The patient was not adversely affected. The serial number of the e module analyzer was asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample performed with an in-house neutralization assay and a second independent method determined that the sample was correctly positive. Since the patient received immunoglobulin therapy with sandoglobulin, which contains human igg with a "broad spectrum of antibodies against infectious pathogens", it is likely that the reactivity towards (B)(6) observed by the customer is a consequence of the treatment rather than a consequence of a recent infection. Consistently, the complained sample is negative for toxo igm and the toxo igg is of high-avidity.